Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed to open and required maintenance. User powered off the station by unplugging the power cord for 2¿5 minutes; after reconnecting power, rebooting, and attempting recovery, the drawer still failed and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not opening during medication retrieval. A field service engineer (fse) found that the drawer was sticking due to medication being improperly placed in a cubie pocket, causing the lid to scrape against the top of the drawer. The nurse was assisted in reconfiguring and properly adjusting the medication within the cubie pocket, after which the drawer functioned correctly. The system functioned as intended after the field service engineer repaired the device.